Event description:
Medics were attempting to resuscitate a patient (age and gender unknown) presenting a ventricular-fibrillation heart-rhythm but the device would not discharge stored energy. The medics were using external paddles to administer therapy and had attached gel pads to the patient as a conductive medium and charged the device to shock the patient. Upon the attempt to deliver the energy to the patient, the device issued a "incorrect pad pressure" message and would not discharge. The device 'charge ready' tone was sounding and the medics applied addtional pressure of the paddles to the patient but the device still would not discharge. The medics then removed the original set of gel pads and applied a fresh set of gel pads to the patient. The device was again charged to the selected energy and the attendant applied firm pressure to the paddles on the patient but the device still would not discharge the energy. The medics continued to use this device to monitor the patient's heart-rhythm and provided therapy in accordance with basic life support guidelines. The patient subsequently expired.